Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not hearing the alarms from the system controller prior to a pump stop was not confirmed. The reported pump stop is addressed via the pump investigation. The event log file downloaded from the returned system controller did not contain any data from the date of the reported event due to the data being overwritten by newer data. The event log file contained approximately 8 hours of data on (B)(6) 2021 (6:45:12 ¿ 13:34:54 per the timestamp). No atypical alarms were captured in the event log file, and the pump maintained a speed above the low speed limit throughout the log file. The periodic log file downloaded from the returned system controller contained approximately 10.5 days of data (B)(6) 2021 per the timestamp). The exact times that the alarms captured in the periodic log file activated and resolved cannot be determined as the periodic log file only records data at specified time intervals rather than upon the occurrence of an event. The periodic log file was set to record data at one hour intervals. On (B)(6) 2021, the log file captured a low voltage alarm at 9:07:22, followed by a low voltage hazard alarm at 10:07:22, followed by a no external power alarm from 11:07:21 to 12:07:21; these events are consistent with depletion of the 14v batteries. The system controller backup battery supplied power to the system during the no external power alarms. The next event showed that the clock had been reset; this indicates that the backup battery had become depleted after extended use, resulting in the controller shutting off and the pump stopping. No other notable alarms were active in the log file. The data in the log file showed that the controller properly alarmed to indicate the depletion of the batteries and the loss of external power prior to the total loss of power. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. All audio and visual alarms were verified during testing, including the low voltage advisory, low voltage hazard, and no external power alarms. The audio annunciators of the returned system controller were measured using a decibel meter and the output of each annunciator was above specification. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 04mar2019. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard, power cable disconnect, clock not set, and no external power alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 IFU section 4 "system monitor" explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook and heartmate 3 IFU under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook and heartmate 3 IFU both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-00340. It was reported that the patient went to the hospital because of co2 problems with low level of conscience and suddenly the pump stopped and it was without any charged battery even the backup battery was unloaded. A cardiologist connected the system monitor and it started working again. An autotest was done and everything was working normally. The controller was changed for the backup. Doctors from the ICU said they didn't listen to any alarm.